Event description:
Patient in cath lab for stenting of coronary artery. Wire became lodged in coronary vessel post stent. Wire fractured and broke inside vessel. Attempt made to retrieve, migrated into aorta. Transferred to tertiary care center